Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the sensor interface board tubing was partially blocked causing this failure. The sensor interface board tubing was reset, and the unit was returned to service.

Event description:
The hospital reported the unit would not ventilate in synchronized intermittent mandatory ventilation mode. There was no report of patient involvement.